Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their receiver screen became frozen. No additional event or patient information is available. The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A external visual inspection was performed and no defects were found. Functional testing was attempted but could not be completed because the receiver was unable to communicate with the global communication tool. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the reported event of a frozen display screen could not be confirmed. A root cause could not be determined.